Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available

Manufacturer narrative:
Com-(B)(4).

Event description:
It was determined that loss of connection was related to the mobile application. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. Subsequent to the initial MDR, additional information is available.